Manufacturer narrative:
The reported complaint of a bag of dexmedetomidine was found empty, infused faster than expected was not replicated during the investigation. Inspection: pump module s/n (B)(6). Instrument seal was observed intact. Both iui connector contact pins were observed dull on the device. All other possible replacement parts were observed to be bd parts. Bezel date code: october 2017. Log analysis results: results from a review of the pcu event log showed a primary infusion of dexmedetomidine programmed completing to kvo on (B)(6) 2020 at 1:01:35 am. The device was selected where the programming was adjusted by the user with the rate: 27ml/h and vtbi of 10ml at 1:01:57 am and the infusion was started. The infusion program completed to kvo at 1:24:19 am. At 1:24:30 am the vtbi was adjusted with the rate of 27ml/h and vtbi of 250ml. The device alarmed for air in line 3 times (3:48:33, 3:49:35: 3:50:35 am) and the infusion was restarted after each alarm. The device was then channeled off by the user. The device alarmed for flo stop open at 3:52:46 am and the previous infusion program was restored and started with the incident rate of 27ml/h and a vtbi of 80ml. The device was channeled off by the user at 3:51:13 am. Test results: results from a timed rate accuracy test performed on the source pump module attached to the customer pcu, infusing with returned customer administration set demonstrated the pump module delivering fluid within specification. The root cause of the customer¿s complaint of an over infusion was not identified. Device history review: a review of the device history record showed the device had a manufacture date of 12/28/2017. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for serial number (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the serial number (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that a new intravenous (IV) bag of dexmedetomidine 1000mcg/250ml was hung up around 01:30 as a primary continuous infusion (the patient had been on this infusion for 5 days) and programmed to be infused at a rate of 1.2 mcg/kg/hr, 27 ml/hr. At 03:45, the bag was empty. The pump indicated there was still 180ml to be administered. The nurse checked the pump settings: concentration, dosing, rate, patient weight and all were correctly programmed. The nurse then "turned it off and hung a bag of 400mcg in 100ml (that¿s the bag that was sent to biomed) and programmed that bag into the pump at 0348". The event occurred in the intensive care unit (ICU). There was no patient harm, only increased in monitoring required. The biomed reviewed the event logs and did not reveal any programming errors. Also, the large volume pump (lvp) performed within specification of the functional testing and passed all preventative maintenance (pm) with no faults found.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation. Per previous discussion with the customer, it is their policy not to provide any patient information.

Event description:
It was reported that a new intravenous (IV) bag of dexmedetomidine 1000mcg/250ml was hung up around 01:30 as a primary continuous infusion (the patient had been on this infusion for 5 days) and programmed to be infused at a rate of 1.2 mcg/kg/hr, 27 ml/hr. At 03:45, the bag was empty. The pump indicated there was still 180ml to be administered. The nurse checked the pump settings: concentration, dosing, rate, patient weight and all were correctly programmed. The nurse then "turned it off and hung a bag of 400mcg in 100ml (thats the bag that was sent to biomed) and programmed that bag into the pump at 0348". The event occurred in the intensive care unit (ICU). There was no patient harm, only increased in monitoring required. The biomed reviewed the event logs and did not reveal any programming errors. Also, the large volume pump (lvp) performed within specification of the functional testing and passed all preventative maintenance (pm) with no faults found.